Event description:
On (B)(6) 2024, (B)(6) had an allograft done at (B)(6). Since then, she has contracted tb and has been working with physicians to get on a 9-month antibiotic regimen. Since the last time (B)(6) tested negative for tb, the only other person she has had substantial contact with that would create the risk of contracting tb has recently tested negative for tb. As a result, we strongly suspect the allograft to be the means by which she contracted tb. Here is information about the companies involved in providing the bone tissue used in (B)(6) allograft: mineross xp, ref: minxpcan0.5sm lot: pmcu23k1; use by 2026-08-31 manufacturer: collagen matrix inc. Distributed by (B)(4) lot: fg24030528, cortical and cancellous chips 1.0cc quality dept (B)(6). Cadaver bone tissue implanted in allograft.

Event description:
Additional information received for mw5166536 on 02/20/2025.